Manufacturer narrative:
Examination of the poly yoke found it to be damaged, and the poly sleeve had fractured. A previous investigation found the metal ulnar bearing component to have a minimal chamfer that may lead to premature polyethylene wear at certain points on the polyethylene sleeve. The premature wear may cause the polyethylene to fail, which in turn can lead to the potential for the locking pin to disassociate from the elbow assembly. A voluntary recall for the metal ulnar bearing components was initiated in november of 2005. Based on a business decision to discontinue this elbow system, a voluntary market withdrawal was initiated for the other product codes of the acclaim elbow system. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised due to loosening and poly wear. The pt sustained a fall recently.